Manufacturer narrative:
Device used as treatment. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a left tfn procedure, the surgeon tried six (6) times to pass the tfn helical blade through the nail. The helical blade kept hitting the nail. The surgeon then switched to a tfn lag screw. The tfn lag screw passed through the nail after two (2) tries. The lag screw was locked in. The procedure was completed with no further incidents. There were no adverse effects to the patient noted. This is 7 of 9 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.